Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial implant procedure. During the procedure, cerebrospinal fluid leakage occurred when the doctor attempted to access the patient's epidural space. Following the procedure, the patient was instructed to lie down for 48 hours and drink lots of fluids.